Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: our service technician replaced the ip esm at about 13:20 on 18 april. (Cf. (B)(4) ) he did a full tsw and started ventilation. Suddenly, many technical events occurred.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.